Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation conclusions, h11 corrected fields: d9, g1 contact person mfg site. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter full name: (B)(6) manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an ICU resource nurse called for assistance with a gas loss alarm that had been going off ¿every few hours.¿ the getinge representative verified the pump was running then had the customer print an alarm history log. The alarm log did show the gas loss alarm going off about every two hours from 2100-0200 the night prior then again starting around 0600-1200. The customer verified all connections and cables were secure and appropriate with no blood or discoloration in the helium tubing. They also said they had been utilizing the iab fill key and checking for blood in the line each time. They reported that the patient was a CABG workup, up talking all the time with family/friends, moving about in the bed, and had a forceful cough. The getinge representative explained the nature of the alarm and that it was likely being triggered by a combination of those factors. The getinge representative checked in with the customer toward the end of their shift. They said it had alarmed a few more times but not as frequent. There was no patient harm or adverse event reported.